Event description:
The initial reporter stated that the pump did not deliver and did not alarm. They stated that they had set up an overnight feeding and that it did not deliver. They stated that the pump did operate as expected in the morning. Mmdg followed up with the initial reporter, who stated that there had been no adverse effects to the patient and that they had no additional information. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.